Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. Customer straightened out the tubing and was able to delivery the remaining of the bolus. Customer's blood glucose level was 112 mg/dl.